Event description:
Pt called due to device high pitched tone, this was heard by rptr and is not within specs for device. Pt instructed to access health system via erd at local hosp. Pt evaluated by guidant rep who reported to them that the device would not interrogate due to error message and could not be evaluated. Expected explant date the next day.

Event description:
Add'l info rec'd from MFR 7/22/02: upon receipt at guidant, laboratory testing was conducted, which is a series of tests carried out in accordance with documented procedures. Initial trsting confirmed that the ICD was unable to communicate with a programmer and the ICD was not capable of emitting tones with the application of a magnet. The titanium case of the ICD was opened and battery voltage measurements were found to be extremely low and current drain measurements were higher than specifications allow. Add'l testing found that the high voltage circuitry was damaged by an internal short circuit. It was concluded that this damage exhausted the battery in a short period of time resulting in the loss of device function. The total implant duration was 50.8 months.